Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid during the procedure. The sample is not available for return, however, a photo was provided. Review of the provided photo confirms the fluid leak under the device; debris in the fluid consistent with fluid having entered the battery compartment. Based on the photo and condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made.

Event description:
As reported, halfway through a laparoscopic cholecystectomy procedure on (B)(6) 2022, the bard/davol hydro-surg irrigator leaked fluid where the battery pack connects to the pump assembly. There was no reported patent harm or injury.